Event description:
It was reported that patient complained of a weird sensation associated with the device. The device was interrogated and high impedance was seen. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Data was received and reviewed for the patients device.

Manufacturer narrative:
B3. Date of event; corrected data; initial MDR inadvertently submitting incorrect event date.

Event description:
It was reported that they did test the generator with a resister & still received a high impedance. After attaching the new battery the impedance was normal. He ran several system tests to confirm there was not an issue after the battery replacement.

Event description:
Surgery was completed. The operating room specialist noted that when he interrogated at the implant it had an impedance over 8000. A new 106 was opened and hooked up to the lead and a reading within normal parameters was returned. They tested it several time with the same results, and waited until the patient woke up and had sat up and moved their neck. Then did another interrogation and got the same reading. He intended to send the original generator back for analysis. When he went back to retrieve it, it had been thrown in the sharps container. No additional relevant information has been received to date.